Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The device was filled with a solution of fluorouracil. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause is unknown, but it is known the occusion happened at the set cap post filter, which formed after the unit was filled.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately no solution in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported condition. During the functional test, flow was not readily observed at the distal luer. Forced prime was applied on the distal luer, but flow continued to fail. When the delivery tubing was cut to drain the water, very slow drips were observed coming out of the cut tubing. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.